Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt felt a "zap feeling" in the head on (B)(6) 2011, while at a store. Afterward, both of the pt's implantable neurostimulators were found to be turned off. The devices were charged to 75% prior to the event. After the event, both devices were "empty" and needed to be recharged. The pt was subsequently able to turn on and recharge the devices with no issues. The pt had "no issues," at this time, and was to contact the MFR representative if any issue arose. A f/u report will be filed if add'l info becomes available. See also MFR report# 3004209178-2011-08077 for info related to the concomitantly implanted neurostimulator system.